Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.

Event description:
Related manufacturer report number: 2017865-2023-19716, related manufacturer report number: 2017865-2023-19718 . It was reported that the patient presented for a system extraction due to infection. The pacemaker, atrial lead and left ventricular lead were explanted. The condition of the patient was unknown.